Manufacturer narrative:
(B)(4). Batch # r58m52. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a rectum procedure, during the surgery it wasn't possible to open the stapler. No further information. There were no consequences for the patient.